Event description:
A female pt was examined head first with the head as much as possible in the head coil. The pt was anesthetized and both arms of the pt, wrapped in a sheet, touched the magnet bore. After the exam reddening of the skin was observed on the upper left arm, with a blister of approximately 1.5cm in diameter.

Manufacturer narrative:
(B)(4). Conclusion: the injury to the pt is consistent with a burn caused by unwanted rf interference where several factors have contributed. The used scan protocols with moderate to high sar values. The compromised thermoregulatory system of the anesthetized pt. The pt being obese and well insulated, therefore more difficult to dissipate heat locally. The size of the pt, touching the magnet bore on both sides, blocking airflow and thus lack of pt ventilation. No product malfunction was observed, that could have contributed to the burn observed.